Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned device identified signs of repeated use (impact marks and scratches on the pad surface). The reported event was confirmed, the device had a small crack near the base that travels around the corner. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the device from repeated use over time. The device has a potential field age of seven (7) years and exhibits signs of repeated use. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during sterile processing following a total knee procedure, the femoral impactor pad was found to be cracked. There was no patient involvement and no adverse events have been reported as a result of the malfunction.